Event description:
Reportedly, at the end of a pacemaker follow-up, when transmitting the data to the hospital data management system, a message was displayed on the programmer screen, indicating that synergy software is not responding anymore.

Manufacturer narrative:
The conclusions are as follows: a crash occurred after the user confirmed the of the session. The session was well recorded. There is no consequence on the device or on the file recorded. This problem is a known issue. After validation of the popup, the programmer will close, and the normal functioning will be restored. This complaint is recorded for trending purposes. For more details, please refer to the attached analysis report.

Event description:
Reportedly, at the end of a pacemaker follow-up, when transmitting the data to the hospital data management system, a message was displayed on the programmer screen, indicating that synergy software is not responding anymore.